Event description:
The reporter called for her mother regarding a newspaper article she had seen (on the surestep meter), and said that her mother had gotten the er1 message "over ten months ago," while they were in the car during a vacation. She said that her mother "checked the confirmation dot and it wasn't completedly covered so she put another drop of blood on the same strip and got er1 again." She stated that "my mother's blood sugar has never been above 200."